Event description:
A caller reported a cracked and shattered touchscreen on their insulin pump, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The pump was damaged when the customer fell on it. Technical support (cts) arranged for a replacement pump, confirmed the customer's shipping address, and instructed the customer on returning the damaged pump to avoid a billing charge. The customer was informed that they would receive a pump with updated software and acknowledged the need to program settings and connect their cgm to the replacement pump. Instructions were provided on putting the pump into storage mode prior to its return, and interim insulin delivery would continue using mdi as backup therapy.